Event description:
Consumer used the product on his hands and feet. When awoke the follwoing day, hands and feet were burned and swollen. Consumer is disabled and suffers from chronic pancreatitis.

Manufacturer narrative:
Response to FDA 483 for co inspection 12/2006. The inspection of the product determined it is possible that with the consumers existing health condition and soaking in the wax longer than 1 to 2 seconds could have accidentally caused his own burns. Patient was hospitalized for accompanying fever related to pancreatitis and unrelated to 2nd degree burns, which were treated with ointment and wrapped.